Event description:
It was reported that there was diaphragmatic stimulation from the left ventricular (lv) lead. The lead was turned off, as there was no longer a need for lv pacing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.